Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A review of the event history log did not identify system error 345 alarms. The device was found out of specification in relation to the customer reported system error 345 which was not reproduced, however the thermistor readings of the ultrasonic sensor were found out of specification and unable to be calibrated. A faulty thermistor can cause system error 345 alarms. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.